Event description:
The company was informed that the patient's device was explanted. The company is in the process of gathering additional information and will submit a supplemental report once new information is obtained.